Manufacturer narrative:
Manufacturer's investigation conclusion: the low-speed operation was confirmed through the analysis of the submitted log file and appeared to be due to the motor stop command being pressed. Additionally, analysis of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. Transient low flow hazards alarms were recorded when the flow dropped below the 2.5 lpm threshold on (B)(6) 2019. Analysis of the log file also confirmed transient low flow and low-speed hazard alarms due to the motor stop command being pressed on (B)(6) 2019 at 11:40 am. The motor stop command was not pressed long enough to cause the pump to stop. Normal system function resumed when the button was released. The remainder of the log file showed the pump appeared to be functioning as intended. The hmii lvas IFU explains that pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The low flow alarm is triggered when the flow is less than 2.5 lpm. This document provides details regarding the recommended anticoagulation therapy and inr range. Additionally, this document provides information regarding the pump stop button and explains that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Originally reported under monitor: MFR # 2916596-2019-01696. The patient weight was requested, but not provided. Approximate age of device ¿ 1 years 11 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was an echo with possible speed changes on (B)(6) 2019. Upon looking at the echo, it was decided to increase his speed. During the increase, the system monitor screen locked and it alarmed that the vad stopped. It was completely frozen. The patient was feeling fine and felt absolutely no symptoms. After a few seconds, the screen returned to normal and all of his numbers were normal. The monitor was taken out of service. Log file analysis showed captured low flow events on (B)(6) 2019. Nothing appeared to be any type of mcs equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. The log file captured a speed drop less than the lower speed limit (lsl) on (B)(6) 2019 at 11:40 due the pump stop button on the system monitor being pressed briefly. After this the pump returned to operating at the set speed.